Event description:
Report recieved of a patient receiving a "shock" from the device. The pump was delivering an unspecified medication at an unspecified rate. The customer contact reported the ambulatory patient experienced a "shock" to their hand when plugging the device into the wall ac outlet. There were no reported adverse patient effects and no medical interventions were required. A replacement pump was obtained and the patient's therapy was resumed.